Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and decreased sensing. It was then found to be dislodged confirmed by x-ray. This lead was repositioned and remains in service. No additional adverse patient effects.